Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion (bd) alert was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). This patient then received an inappropriate shock due to noise and oversensing. Secondary and alternate vectors had small amplitude. Automatic setup was rerun, and primary vector was selected. This s-ICD would be replaced with a transvenous device system. At this time, this s-ICD remains in service. No adverse patient effects were reported.